Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Two days prior to peritoneal infection diagnosis, the patient was hospitalized due to fever, dehydration and lack of appetite. The patient was treated with unknown antibiotic (intravenously, dose, frequency and duration were not reported). It was reported the patient did not improve with antibiotic treatment. Five days after diagnosis, pd therapy was withdrawn, the patient's pd catheter was removed and the patient was switched to hemodialysis therapy. Seventeen days after hospital admission, the patient recovered from the event, however, remained hospitalized while waiting to find a renal center for hemodialysis therapy. No additional information could be provided as the reporter declined follow-up.